Event description:
A customer reported an issue with the touchscreen responsiveness of their insulin pump, specifically that the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level. Customer chose to reset the pump using instructions provided by technical support, and the reset successfully resolved the issue, allowing the customer to interact with the pump screen again.